Event description:
Patient's face was burned during laser treatment. Patient experienced pain, extreme face swelling and contacted pi on 07/16/07 in the mornings at 12:30 am. Patient complained that procedure was not explained to her and that she did not expect such effect from the procedure. Date of use: 1 hrs, one day.